Event description:
Pain and swelling to third toe distal inter-phalangeal joint right foot for 6 months duration. X-rays shows the silhouette of the device through the bone. The pt stated pain and redness with swelling of toes in shoes.